Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient was groggy, disoriented and passed out, the cgm was reading 85 mg/dl and the blood glucose reading was 34 mg/dl. The spouse of the patient called the ambulance, and the patient was given one bag of intravenous treatment with sugar. At an unspecified moment, the patient maintained his blood sugar again and started eating on his own. The paramedics stayed for almost one hour and when they left the cgm was reading 102 mg/dl and the blood glucose reading was 71 mg/dl. At the time of the call the patient was still a bit groggy and disoriented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.